Event description:
It was reported the patient had a loss of therapy due to impedance connection issues. Impedances were measured and the results were >4000 ohms on all of the unipolar pairs and some of the bipolar pairs. Reprogramming was going to be attempted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3587a, lot #la7823, implanted: (B)(6) 2002. Extension. Model: 7495lz, serial #(B)(4), implanted: (B)(6) 2002. Programmer: model 7434a, serial #(B)(4).

Event description:
Additional information. The health care professional (hcp) stated the device stopped working and "malfunctioned." The event was attributed to the lead, but it was unknown what the issue was. The patient was sent to cardiology for evaluation and treatment because the device was being used for angina and implanted in the myocardium. The hcp stated the patient outcome was "no injury."